Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Voluntary medwatch received from FDA (mw5068284). Patient was paralyzed following use of bengal stackable monolith for c6 anterior cervical corpectomy and fusion performed at a medical center. The bengal corpectomy cage was used in the cervical spine - a use not approved for cleared by FDA. No disclosure about unapproved use or actual safety risk profile concerning use in the cervical spine given to patient. Device is in cage geometry that matches the cervical column and vertebral endplate morphometry but is labeled to be used at levels below the cervical spine in the thoracolumbar spine. Patient required posterior decompression and fixation six months later and limited restoration of limbs.